Event description:
Reporter indicated that device diagnostic testing at office visit, resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery and end of life as a likely cause of the high lead impedance test result. Revision surgery was performed, during which a break in a lead coil wire was reportedly discovered near the electrode area. A portion of the lead was returned to MFR for product analysis; however, the returned portion did not include the area of the lead where the lead break was reported to be. No serious injury was reported in conjunction with the high lead impedance condition. The apparent coil wire break is the most likely cause of the high lead impedance test result.

Manufacturer narrative:
A portion of the lead body, including the electrode section, was not returned for analysis, therefore, a complete evaluation could not be performed on the entire lead product. No anomalies that would adversely affect device performance were identified on the portions of the lead assembly that were returned. The vns therapy system is indicated for use as an adjunctive therapy in reducing the frequency of seizures in adults and adolescents over 12 yrs of age with partial onset seizures that are refractory to antiepileptic medications. In the united states, the vns therapy system is approved for use in adults and adolescents over 12 yrs of age with partial onset seizures that are refrectory to antiepileptic medications.